Event description:
The facility biomedical tech reported the 23g trocar separated from the end of the photo light pipe during a procedure. The surgeon had to remove the trocar using another device. There was no pt injury reported.

Manufacturer narrative:
The sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 12/23/2008.